Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer's blood glucose had been elevated. The customer reverted to using a back-up pump to manage diabetes. The customer and the customer's healthcare provider believe the pump was malfunctioning. A cause of the past occlusions could not be determined. Tandem technical support had the customer load a new cartridge and the pump operated as expected.